Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl and unknown morphine (concentrations and doses unknown) via an implanted pump for non-malignant pain. The error code ¿8286" empty reservoir was seen on the personal therapy manager (ptm) on (B)(6) 2018. It was unknown if the patient was due for a refill. The reporter called the patient¿s healthcare provider¿s (hcp¿s) office and the hcp said the patient still had medication left I the pump. It was noted the patient did not hear an alarm because they were deaf. The patient¿s refill date was (B)(6) 2018. The caller was to follow up with the hcp. It was reported the patient had extreme nausea and was not getting any sleep. The patient was put on oral medications, but they were not helping to relieve the patient¿s pain. It was noted for 2-3 months the patient had no pain relief and for the last 3-4 days had nausea and no sleep. Non-reservoir drugs included tizaeibine 4 mg tablets and hydromorphone 4mg tablet. The patient wanted to know what they would experience if they ran out of medication. It was also reported there was some other medication in the pump, but they did not know what it was. Physician listings were requested. No further complications were reported/anticipated or expected.